Manufacturer narrative:
(B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that 2,000 tubes had loose caps which lead to leakage. No patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally,10 retained samples from lot number 4054706, were drawn with water, cap/stopper assemblies were removed and reattached, and samples were left to stand for 15 minutes, and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that 2,000 tubes had loose caps which lead to leakage. No patient impact.